Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a station on critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis system had critical override. A field service engineer (fse) inspected the station and found it in disconnect mode. Upon entering admin mode, the station was able to detect the hospital network, but no data was being transferred. A nearby station was found to be configured with a static ip, while the affected station was set to dhcp. Ethernet cables were swapped between stations to rule out cable issues. A network drive reset was attempted to force a new ip assignment but was unsuccessful. Based on findings, the issue appeared to be related to the router or pyxis vlan configuration. As no hospital it were on site, the customer was advised to submit an it support ticket. Fse kept the service ticket open to follow up and help if needed. A follow-up call confirmed that the issue was resolved by the hospital¿s it service. The system functioned as intended after the field service engineer investigatedthe device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a station on critical override. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.